Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20064, reference MFR. Report# 1627487-2015-20065, reference MFR. Report# 1627487-2015-20066. It was reported the patient stated her peripheral leads (off-label) have become superficial. Surgical intervention will be taken at a later date to address the issue.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20064, reference MFR. Report# 1627487-2015-20065, reference MFR. Report# 1627487-2015-20066. Further follow up identified the patient¿s scs system was explanted and the patient has healed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.